Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom "system error 105 alarms," but confirmed it through review of the event history log. The eval found that the motor was seizing, which is known to cause "system error 105" alarms. The failed motor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.